Event description:
It was reported to covidien on 3/5/09 that a customer had a problem with a hemodialysis catheter. The customer reports the catheter hub cracked 2-3 weeks after placement. Customer reports catheter was placed in 2008 and removed and replaced at approximately 11 days later.

Manufacturer narrative:
An investigation is currently underway; upon completion, results will be forwarded.